Manufacturer narrative:
Veeva case: (B)(4).

Event description:
She swallowed one tablet [accidental device ingestion] case description: on 2024-07-22 a spontaneous case was reported in united states of america by a consumer or other non-health professional via (phone) call center representative. The report concerns a female consumer. The consumer received polident overnight whitening denture cleanser (napc+potm+taed tablet) lot number was asked but unknown and expiry date was unknown for indication(s) product used for unknown indication. No concomitant medications were reported. On an unknown date, after an unknown time of starting polident overnight whitening denture cleanser, the consumer experienced a medically significant accidental device ingestion (she swallowed one tablet). The outcome of the event accidental device ingestion was unknown. The consumer's relevant medical history includes: alzheimers (ongoing). No drug history was reported. The action(s) taken were: for polident overnight whitening denture cleanser was unknown. Dechallenge was unknown and rechallenge was no-n/a. The reporter causality of the event accidental device ingestion with respect to suspect product polident overnight whitening denture cleanser effervescent tablet was not reported / not assessable. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Case product: polident overnight whitening denture cleanser device MFR number: . The reporter provided the following comment: "my wife has alzheimers and she forgot how to use the polident overnight tablets. She swallowed one tablet."